Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and calcified internal carotid artery. A 5.0mm x 30mm x 135cm sterling balloon catheter was selected for use. However, during preparation, when the balloon was tried to inflate outside the patient's body, the balloon got damaged/broken and it did not inflate/expand. The procedure was completed with a different device. There were no patient complications nor injuries reported.